Event description:
Boston scientific received info that this product was part of a system revision due to an erosion. There were no additional adverse effects reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.